Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) found the clip had opened to approximately 20 degrees. An attempt to close the clip was made and clip was unable to close fully. The reported issue was confirmed. In addition, the results of the returned device analysis indicated that there was a crack noted at one of the collet tines and the threaded stud was bent . The release crimper was loose and further assessment determined that the loose release crimper may potentially be related to the manufacture of the device. Av determined that the root cause of the loose release crimper to be potentially related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the clip was unable to fully close while in the anatomy. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (dmr) grade 4. The first clip was implanted without issue, reducing the mr to grade 2. During device preparation of a second mitraclip, and upon opening the clip delivery system (cds 70309u151), the mitraclip had arrived opened at 120 degrees. The device was prepped per instructions per use (IFU) without any noted issue. The cds advanced to the mitral valve and leaflet grasping was attempted, however the clip was unable to close past 110 degrees. The actuator arm was unable to close the clip any further. The clip was inverted and retracted into the left atrium. The clip was re-locked and closing was re-attempted. After multiple closing attempts, the clip was unable to close past 100 degrees. The cds and undeployed clip were removed from the anatomy without issue. The mr remained at grade 2 and no other clip was attempted. There was no clinically significant delay and no adverse patient effects. There was no additional information provided regarding this issue.